Manufacturer narrative:
There was no patient involved with this concern. A replacement part was sent to the site on (B)(4) 2014. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the reference frame arm was damaged and would not fully tighten. This was found before surgery and no patient was present.